Manufacturer narrative:
It was reported that a revision surgery of the right hip was performed due to serum level and pain. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The implantation operative report did not indicate any inconsistencies with the surgical technique. The revision operative report indicates there was a lot of fluid in the joint capsule which was cultured; however the report also stated there was no pseudotumor present. The tissue was debrided around the acetabulum. It is noted that there is little corrosion of the metal head, and the surgeon ¿is satisfied with this.¿ a ceramic on ceramic component was implanted. The reported elevated ¿serum levels¿ and hip pain may be consistent with findings associated with metal debris. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated serum levels cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond post-operative pain from the revision and healing cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery of the right hip was performed due to serum level and pain.